Event description:
There was an allegation of a display issue with the coaguchek xs meter. It was reported the meter's display was missing and faded. The patient attempted to perform a display check and reportedly the patient could not see the 888. Allegedly the bottom of the 8 and the dashes in the middle of the 8 were visible while looking from the side. The patient reportedly pressed the m button on the meter and the last result could be clearly read. Allegedly the patient replaced the meter's batteries but the display issue persisted. It was reported there was no damage to the meter.

Manufacturer narrative:
The meter was requested for investigation. Replacement product was sent. The investigation is ongoing. Occupation is patient/consumer.

Manufacturer narrative:
The meter was received for investigation. The device data and fault memory were read out. A display test was performed. The circuit board was tested for damage or contamination. The display did not show any noticeable errors during the examination the investigation showed that the battery compartment was contaminated by a leaked battery and the circuit board (controller) was contaminated by penetrated liquid. The contamination led temporarily to the complained error. The investigation determined that the issue was caused by contamination due to improper handling or maintenance. Product labeling states: "operating conditions - if you store the meter for a period of time, remove the batteries." Use the meter at a relative humidity of less than 85%, without condensation." "Cleaning/disinfecting the meter please follow the procedures below to clean and disinfect the meter. Failure to follow these procedures may cause malfunction of the meter. Clean the meter only when contaminated with blood. Do not use sprays of any sort. Ensure that swab or cloth is only damp, not wet." With a lint-free tissue, wipe away residual moisture and fluids after cleaning the housing." Medwatch fields d9 and h3 have been updated.